Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was about a week ago the patient's controller all of a sudden would not let them adjust their stimulation. When the patient turned their controller on it said stimulation cannot be provided at this level even though the patient had not changed their settings. The patient reset the controller but that did not resolve the issue. Pt noted the last time they had an issue they called someone who was assigned to them and assisted over the phone by having the pt reset the controller to clear itself. Patient tried a different group and the same thing happened for they got settings not available. The issue was not resolved through troubleshooting. Agent reviewed settings not available with the patient and redirected patient to their healthcare provider. Additional information received from the consumer reported that the cause of the issue was high impedance. They were reprogrammed to use different nerves to achieve the same relief. The issue was resolved.